Event description:
It was reported that the 7900 system had no power to the monitor and printer. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was reset during the service call.